Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The hose was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the canister hose was not sealing causing a large leak. There was no report of patient involvement.